Manufacturer narrative:
The initial summons did not make aware the serial number of the chair in question. An update was provided to sunrise medical on (B)(6) 2017 with the serial number of the chair. The current end user states they purchased the chair only a year ago. However, after researching the history of this chair it was found that it was manufactured on 9/11/1991, making it over 25 years old at the time of the alleged event. The life span of sunrise medical's manual folding wheelchairs is 5 years. It is expected that there would be wear and tear to any wheelchair parts of this age that would require repair and or replacement. In searching our historical files, sunrise medical was unable to locate any service records for this chair. Meaning that there were no replacement parts requested through us referencing this chair since its sold date. This does raise the question if the chair was properly maintained and inspected by the dealer prior to selling it to the end user. At this point it would not be possible for sunrise medical to determine if a malfunction or product defect is the root cause for this incident since the alleged incident occurred over a year ago. The incident was never reported to us and parts were not returned for proper evaluation. On page 19 of the original owner's manual, it does state that a complete inspection, safety check and servicing should be made by an authorized dealer at least once a year. This case is currently being handled by sunrise medical's legal department.

Event description:
On (B)(6) 2017 this incident report was received via a court summons for a civil suit. Statement of facts on page 2 of the court summons states: "on or about (B)(6) 2016, at or near her home located at (street, city, state) while attempting to move up a ramp to enter her home, the heel loop attached to the foot plate of the plaintiff's wheelchair broke and got caught under the front, right, caster wheel. As a result of the heel loop breaking and getting caught under the caster wheel, plaintiff was thrown from her chair. As a direct proximate result of being thrown from her wheelchair, plaintiff (name) sustained severe injuries: she broke both her femurs and both kneecaps and she underwent surgery to repair the broken bones."